Event description:
In (B)(6) 2021 the user accidentally banged his head and afterwards could no longer hear any sound with the device on the left side. The user has been re-implanted.

Manufacturer narrative:
Additional information: based on the received information, damage to the active electrode due to the reported trauma appears very likely. However to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
In september 2021 the user accidentally banged his head and afterwards could no longer hear any sound with the device on the left side. The user has been re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In (B)(6) 2021 the user accidentally banged his head and afterwards could no longer hear any sound with the device on the left side. The user has been re-implanted.